Event description:
Lifepak on stretcher being taken into hosp. Paramedic smelled burning and smoke. Smoke was coming from underneath near the pacing cable hook up underneath the monitor unit was off and not plugged into a/c. Paramedics attempted to remove battery and found that the hard monitor case was melted and glowing, red hot. No pt involved.